Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms along with loss of capture. It was determined that this lead was fractured and had insulation damage. This was confirmed during a revision procedure and the use of fluoroscopy. Subsequently, this lead was surgically capped and abandoned. No further complications have been reported.